Manufacturer narrative:
One ensite x display workstation (dws) z4 was received for evaluation. Hardware evaluation testing was successful. Based on the investigation, and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the atrial fibrillation procedure with ensite x, the screen suddenly froze and a forced shutdown occurred. There was an issue that the connection between amp and ensite x suddenly dropped, and the optical cable was replaced with no resolution. After restarting, the same issue reoccurred after about 5-10 minutes. The power source was changed, and unnecessary catheters were removed from the catheter preset, with no resolution. The same error persists even after multiple reboots. Forced shutdown occurred approximately six times in one procedure. The procedure was completed without replacing the ensite x dws and there were no adverse consequences to the patient. Neither device has been used since the event.